Event description:
A pt service representative (psr) contacted zoll customer support to report that the charger/modem did not work while fitting a pt.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the battery charger/modem would not power on. The cause of the battery charger not powering on was a md5 flash failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection, which was discovered through an MDR failure. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. No adverse event resulted form the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.